Event description:
I begain experiencing excruciating headaches, recurrent sinus infections, chest pressure, cough, eye and skin irritation, bladder and kidney issues and fatigue. I underwent a sleep study in 2020 and was prescribed to use a dreamstation CPAP machine by my doctor through philips respironics. I received a recall notice in the mail for the machine. I stopped using the machine while sleeping once I received this notice in the mail. I followed the instructions on the recall notice to register the device online as of (B)(6) 2021. I have not been feeling well for several months and realized most of the symptoms on the recall notice are similar to what I am experiencing health wise.